Manufacturer narrative:
Surgeon performed breast reconstruction with expander. Hemoblast was applied after tissue removal and hemostasis was achieved. The surgeon reported that excess hemoblast was not removed. The product IFU instructs that once hemostasis is achieved, excess hemoblast should be removed from the application site by irrigation and aspiration.

Event description:
Two days after breast reconstruction surgery, patient was brought back to or to evacuate a 400cc seroma. Seroma formation was attributed to clogged drain. Surgeon reported the drain was clogged from the hemoblast.